Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. The complaint was confirmed for grease had leaked throughout the motor and gearbox. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The motor connector looked melted and the chair only drives a short way.